Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately on (B)(6) 2013 at 7:30 am. She tested back to back on the subject meter and observed values of "57, 150, 152 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with humalog insulin through pump therapy and she reportedly increased her dose of insulin by an unknown amount in response to the alleged issue for the duration of (B)(6) 2013. The patient claimed that during that week that the issue occurred, she developed symptoms of "cold sweats, fainting and loss of vision" and was treated by a non-hcp with insulin. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The patient's testing technique was reviewed .the subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury that required intervention from another person after the alleged meter issue began.